Event description:
It was reported the screw driver broke during surgery. The healicoil anchor had to be removed and was replaced with a twinfix.

Manufacturer narrative:
Device investigation narrative - one 72203379 healicoil pk 5.5mm-2 ub blue-cobraid device was reported on. The complaint stated ¿driver broke during surgery¿. The anchor was not returned. Neither ultrabraid nor cobraid was returned. There is apparent damage to the shaft. Approximately 0.90¿ distal forked section of the inserter is missing. What remains of the insertion shaft is flared where the laser beam weld has been broken. Torque is a concern with the spiral vs. Solid screw configuration. Please note: IFU reads: ¿if more torque is required to insert the anchor, stop and ensure that the hole size and depth are correct for the bone conditions encountered. There are no prep details available. No root cause associated with the manufacture of this device could be supported nor proven. No further investigation warranted.